Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from a competitor with no information. Further review of the manufacturer's database indicated the patient died approximately six months post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information obtained reveals that approximately two months prior to death the patient presented at the "sub acute side" of the retirement community where the patient lives with an "altered level[ ] of consciousness;" the recommendation was made to upgrade the patient's level of care. A cause of death has been requested and not received.

Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from a competitor with no information. Further review of the manufacturer's database indicated the patient died approximately six months post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information obtained reveals that approximately two months prior to death the patient presented at the "sub acute side" of the retirement community where the patient lives with an "altered level[ ] of consciousness;" the recommendation was made to upgrade the patient's level of care. A cause of death has been requested and not received. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. All conductors were distorted. The outer insulation had cosmetic depression. There was apparent explant damage. A visual analysis was performed only. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had cosmetic depression. A visual analysis was performed only.